Event description:
It was reported that a dissection occurred. The patient presented with anterior wall myocardial infarction. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left main to left anterior descending artery. A 38 x 3.50mm promus premier drug-eluting stent (des) was deployed. However, a type b flow-limiting proximal stent edge dissection was observed. The physician felt that a lipid rich plaque contributed to the dissection. The dissection was covered with a 4.00x12mm promus premier des and the procedure was completed. The patient was stable post procedure and fully recovered.